Manufacturer narrative:
The instrument was checked during a scheduled maintenance service visit on (B)(6) 2020. Following the service visit, the customer had no further issues. Based on the results provided, the investigation determined the malfunction is consistent with mis-sampling of the patient sample. Mis-sampling is caused by insufficient aspirated sample volume which can occur when needle lubricant is aspirated together with the sample. This leads to false low results.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result was 136 mmol/l. The repeat from the same module was 129 mmol/l. The sample was repeated on a different module with results of 136 mmol/l and 136 mmol/l. Patient 2 initial na result was 146 mmol/l. The repeat from the same module was 139 mmol/l. The sample was repeated on a different module with results of 146 mmol/l and 145 mmol/l. The questionable results were reported outside of the laboratory where they were questioned by the physician. The na cartridge lot number and expiration date were not provided.